Event description:
Allegedly revised due pain and a pseudotumor.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. (B)(4). This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00293, 00294.

Manufacturer narrative:
Conclusion: no conclusion can be drawn.